Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported issue of the clip opening while establishing final arm angle could not be determined in this complaint. Poor image resolution was related anatomical challenge; patient morphology/pathology. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. It was noted anterior leaflet overriding posterior leaflet and visualization difficulties due to anatomical challenges. The first clip delivery system (ntw cds 10113u357) was advanced to the mitral valve, but the clip could not grasp both leaflets. Therefore, the cds was removed with the clip attached. The procedure continued with an xtw cds, and the clip was deployed. Then a second xtw cds (10115u331) was advanced to the mitral valve, but the clip opened while locked when the establishing the first final arm angle (efaa). Troubleshooting was performed, but the clip still opened while locked. The cds was removed with the clip attached. The procedure continued with a new xtw, and the clip was deployed. Two clips were implanted, reducing mr to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.